Event description:
Event became reportable based upon analysis completed on 06/16/2008. It was reported that during an unspecified procedure, insertion difficulties were encountered. The 85% stenotic de novo lesion was located in the severely calcified and tortuous left anterior descending (lad) coronary artery. Access was obtained via the left femoral artery. Significant resistance was encountered during insertion of the 3.5x10mm ultra2 monorail cutting balloon. No pt injuries or complications were reported. Pt status is listed as "good". Analysis revealed a blade/pad partial detachment.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. Upon visual inspection, a hole was noted from the mid section to the distal end of the balloon; therefore, no inflation was possible. A 0.014" guide wire was unable to be completely inserted into the catheter, due to congealed blood in the inner lumen. One blade pad was torn from the proximal end to the distal end of the balloon. It was confirmed that no part of the blade was missing. The other three blades were adhered to the balloon surface. The marker bands were intact and the distance between the marker bands was within specification. No elongation was present on the distal shaft and no damage was noted on the distal tip or the remainder of the catheter. The shop floor paperwork has been reviewed, and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The most probable root cause is operational context.